Event description:
It was reported that the user announced a meal when blood glucose was approximately 80 mg/dl, after which glucose dropped to a low of 60 mg/dl for about 10¿15 minutes; troubleshooting and education were provided advising treatment of lows prior to announcing meals. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose and recovery without medical intervention or use of backup therapy. Investigation included review of user report and troubleshooting guidance. Investigation of this case revealed an unclear cause for the low glucose event with no device malfunction identified based on available information. It was concluded that the event was user-managed with education provided on appropriate workflow to treat lows before meal announcements, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.